Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead had exhibited high impedance. Fluoroscopic imaging revealed a lead fracture. No patient symptoms were reported and the lead was disabled. Lead revision was attempted but failed due to the patients anatomy. The lead was capped and the patient was downgraded to a single chamber system. The patient would continue to be monitored.